Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported that the patient underwent unrelated surgery after which the scs ipg was unable to communicate. The patient is in ICU and will go to rehabilitation for a couple of weeks thereafter. Reportedly, the ipg will be interrogated when the patient. Recovers sufficiently.